Event description:
It was reported that this pacemaker system recorded a stored signal artifact monitor (sam) episode due to minute ventilation (mv) oversensing on the right atrial (ra) channel. It was noted that the physician will continue to monitor the system. No adverse patient effects were reported, and this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system recorded a stored signal artifact monitor (sam) episode due to minute ventilation (mv) oversensing on the right atrial (ra) channel. It was noted that the physician will continue to monitor the system. No adverse patient effects were reported, and this pacemaker system remains in service.